Event description:
It has been reported to philips that system stopped at "0:00" and system did not start up. The system was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stopped at "0:00" and did not start up. As part of the troubleshooting process, fse checked the system and confirmed that communication with the unit (mediawall) that controlled the video signal of the large monitor was temporarily unavailable. Fse replaced rgb mediawall. After replacement of the rgb mediawall, the system was returned to use in good working order. The codes were updated based on the investigation outcome.